Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #14. Primary stability and osseointegration were not achieved. The clinician reports that a previous graft was performed on (B)(6) 2011. The implant was removed on (B)(6) 2012. Medical history: no significant findings.